Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital over the weekend with a device pocket infection. The pump site was red, blistering, and showed signs of drainage/incisional wound opening. Pump explant was planned. The patient was treated with antibiotics. The device system was delivering baclofen. It was later reported that the pump and the proximal/pump segment of the catheter were explanted. A culture was taken from the middle of the pump incision where blisters were and where the pus was draining. It was unknown what organism grew. The cause of the infection was not determined. The patient was discharged from the hospital and was stable. The device system was delivering gablofen.